Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced a broken spike. The following information was provided by the initial reporter: complaint 4 of 4 on 2020-09-28 refilling buretrol with tpn, spike section of tubing disconnected from the top of the buretrol. No noted tension on line to have caused breakage." Leaks on the alaris IV set 0.2 micron filter, typically with tpn. Cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. Tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. Over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-11-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. Investigation summary: a sample was received and the customer's complaint of separation has been verified. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a sample was received and analyzed under microscope. The root cause of this separation is due to a shallow insertion depth when joining the tubing with the buretol chamber.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced a broken spike. The following information was provided by the initial reporter: complaint 4 of 4 (B)(6) 2020 refilling buretrol with tpn, spike section of tubing disconnected from the top of the buretrol. No noted tension on line to have caused breakage." Leaks on the alaris IV set 0.2 micron filter, typically with tpn. Cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. Tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. Over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.